Event description:
The beckett waste pump on an advia 1800 caught on fire. There was no report of injury or adverse health consequences, due to this event.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the cause of the fire was a defective beckett waste pump. The pump has been returned to siemens for further analysis. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.